Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were large air bubbles in the tubing. Reportedly, air bubbles have been seen with each new set of supplies. There was no impact to the user's blood glucose level as the user does not have diabetes and does not infuse insulin. Tandem's technical support educated the user on the load technique.